Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation a service required alarm indicating an internal battery charging issue occurred. The device's power management board was replaced to address the issue. The power management board support was replaced due to physical damage. Preventive maintenance was performed. The device's pollen filter, exhaust fan assembly, 43-micron filter, power cord, inlet air path assembly and removeable foam were replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.